Event description:
Pt. Underwent shunting for normal pressure hydrocephalus about 2 years ago. Initially she responded quite satisfactorly to this, but over the last 2 to 3 months has had deterioration in her symptoms again with worsening and progressive dementia, gait disturbance and urinary incontinence. CT indicated modest dilatation of ventricular system indicating malfunction of her ventriculoperitoneal shunt even though it pumps and refills by bedside testing. To surgery 1/22/98 for removal and replacement of shunt.